Manufacturer narrative:
Final analysis found no telemetry during interrogation. The device was at end-of-life (eol) due to normal battery depletion. After replacing battery, normal function ensued.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator could not be completed despite numerous attempts. -data not read- messages were observed and data fields, including battery measurements were incomplete. The device had reached elective replacement indicator (eri). The device was re- moved and replaced.